Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation indicated that the filiment driver was ast fault and needs to be replaced. Replaced filiment driver pcb. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system made a "pop/bang" sound and upon reboot displayed an interlock error message. No patient injury reported.